Manufacturer narrative:
(B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second procedure performed on the patient on (B)(6) 2018. For the first procedure performed on the same patient on (B)(6) 2018, see MDR 3013394970-2018-00290.

Event description:
The user facility reported on (B)(6) 2018 a patient had a 5fr sheath in for a diagnostic case and a 6fr angio-seal device was placed post procedure. There was evidence of stenosis in the common femoral artery. Due to the angle of the image, the bifurcation was not completely laid out and was difficult to see where the sheath exactly entered. It appeared to be at or below the bifurcation. The patient had diminished pulses post procedure. An ultrasound was ordered, verifying that there was something in the vessel disturbing flow but not completely obstructing it. The patient was discharged and came back around (B)(6) 2018 for surgical repair of the site. The operating physician noted that the artery was "a rock" and that the angio-seal was found to be fully in the common femoral artery. The angio-seal was removed and surgical removal of plaque in the vessel was performed. During the case on (B)(6) the patient received 3000 units of heparin and was on eliquis 2.5 mg daily before and after the procedure. The patient was reported to be stable and the procedure outcome was successful. On (B)(6) 2018 the patient returned for interventional neuro case following diagnostic case on (B)(6). An angio was performed of the left common femoral artery, but did not include the sheath access site. It appeared to be right below where the image was taken. There does appear to be mild stenosis in the common femoral artery. A 7fr sheath was used during the procedure. Post procedure an 8 fr angio-seal sheath was used. Upon deployment there was no reduction in the amount of bleeding and hemostasis was gained by holding manual pressure. The patient is believed to have received 5000 units of heparin for the procedure, but could not be verified as it was given by anesthesiology and documentation was not defined. Although orders suggested the patient lay flat for 5 hours, the patient chose to leave after 2 hours. On both procedures they were unsure if there were multiple sticks or if there was a posterior wall puncture. Blood loss was less than 250 cc. Additional information was received on may 17, 2018. Access was on the left common femoral artery. The user did not recall any difficulties with arterial access, sheath, guidewire or catheter insertion. It was reported that excellent surgical hemostasis was achieved. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. Testing was not performed to diagnose the bleeding.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.